Event description:
Customer reported a charger fail error. No pt injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. System operates as intended. This MDR is related to ge healthcare complaint number.